Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer did not open. A technical support specialist (tss) remoted into the cabinet and noted the error message. Asked the user to confirm that all drawers and doors were closed. On confirmation logged in and navigated to the populate buttons menu. Attempted to open drawer 2, but the user reported it did not open. Informed the user that the drawer should be unlocked and asked the user to pull it out manually. The drawer opened successfully. Tss had the user log in and retry the medication issue process and verified that the process worked successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer did not open during a medication issue and received a message, "please close all drawers and doors". The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.